Manufacturer narrative:
The provided quality control data was abnormal. The field service engineer adjusted the mixer height. Precision studies were performed and were acceptable. The analyzer was checked. The investigation determined the service action of adjusting the mixer resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 726309. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they have been receiving questionable results for an unspecified number of patient samples tested with multiple analytes on the cobas 8000 c702 module. Quality control recovery also has been unstable. The customer provided data for three patient samples that had discrepant results when tested with ca2 (calcium). The first patient sample initially resulted in a calcium value of 3.6 mmol/l. The sample was repeated twice, resulting in calcium values of 9.5 mmol/l and 9.4 mmol/l. The second patient sample initially resulted in a calcium value of 4.26 mmol/l. The sample was repeated twice, resulting in calcium values of 9.40 mmol/l and 9.50 mmol/l. The third patient sample initially resulted in a calcium value of 5.64 mmol/l. The sample was repeated twice, resulting in calcium values of 9.29 mmol/l and 9.27 mmol/l.